Event description:
This is a spontaneous report by a baxter employed nurse from india of break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6)2010, the patient developed peritonitis and was hospitalized. The cause of the peritonitis was the break in aseptic technique. The outcome of the break in aseptic technique was not reported. The outcome of the peritonitis was unknown and the patient remained hospitalized. Pd therapy and remedial therapy with reflin, orzid, amikacin, and heparin were ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy and did not provide an assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.